Manufacturer narrative:
The customer tried cleaning the reagent probes and the issue continued. The wash station was checked and no leakage was detected. The cuvette fill levels were ok. The detergent valves were checked. The sample and reagent probes were swapped and there was no change. The degasser was exchanged and the waste was cleaned. The cuvettes and photometer lamp were replaced. Controls were ok.

Event description:
The initial reporter stated they have received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 8000 c (701) module. Data was provided for one patient sample with discrepant results for chol2 cholesterol gen.2. No incorrect results were reported outside of the laboratory for this sample. The sample initially resulted in a cholesterol value of 6.6 mg/dl and repeated as 221 mg/dl. The cholesterol reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced several parts on the analyzer during several service visits. The investigation determined the issue was resolved after the service actions were performed.